Event description:
It was reported that the day after the implant of this right ventricular (rv) lead, high thresholds were noted; during a fluoroscopy examination no issues were noticed, however the physician suspected that a dislodgement occurred and decided to explant and replace this lead. This lead is not expected to return. No additional adverse patient effects were reported.